Event description:
Patient stated that one of her "cassette medi reservoir" had a hole in the bladder it and the liquid was leaking into the cassette. Lot#:4396115, gtin: (B)(4). Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the patient? No. Did the reported product issue cause or contribute to patient or clinical injury? No, is the actual device available for investigation? Pump not being replaced, cassette product complaint. Did we replace the device? No because this was a cassette issue, not a pump. Did the patient have backup device they were able to switch to? Yes, backup cassettes. If yes was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event ? Resolved. Reported to cvs/caremark by pt/caregiver.